Event description:
It was reported that the light on the remote home monitor was red for an unknown reason. Patient services discussed that the light may indicate information that was received from the patient's cardiac resynchronization therapy defibrillator (crt-d) and was not able to be transmitted to the clinic. The patient was referred to their clinic to have the device checked, and the patient's daughter noted that they had just recently changed clinics. Additional follow-up was requested, however no new information was able to be obtained. No adverse patient effects were reported.